Manufacturer narrative:
If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that rep inquired about the identification of a component for an upcoming revision procedure. It was stated it was an acumatch stem put in around 2007, possibly a 12/14 taperm it was indicated the device identification could not be determined from x-ray and to be prepared with both components. No further information known.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: b. C, d, g. The reason for the revision cannot be confirmed from the information provided but may be the result of prosthesis wear of the liner. This could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.